Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/sep/2018. The philip's service engineer (se) inspected the device and verified the reported issue. The se advised the customer to replace the power board. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator had a faulty power supply. There was no patient involvement. The event date was not specified; estimate used.